Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description provided states that the healthcare professional observed the development of a "brownish opacification" on the lens in the post-operative period. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00055.